Event description:
Litigation alleges pain, weakness and increased metallic ions in the blood.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 2/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported physical and emotional pain and suffering, weight gain and inability to exercise. The revision surgical note dated (B)(6) 2014 reported patient was revised for infection, continuous pain, and during surgery patien lost 1800ml of blood, a rush of cloudy grayish-yellow fluid when joint entered, notable amount of brownish almost metallosis around the proximal sleeve and the hip to be fairly unstable. All components were removed, then depuy components with antibiotic cement/spacer were placed as a temporary measure to treat infection in the first step of a two step process. The patient was implanted with permanent competitor products during second step of process on (B)(6) 2014. Sleeve, cup, and 2 screws added to complaint but not reported for the infection because infection was 4 yrs and 3 months after primary and not alleged per litigation. Stem is being added for allegation of increased metal ions. The complaint was updated on: feb 26, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2876580 and 2881243 did not reveal any related manufacturing anomalies. No related or similar reports found against the remaining product/lot code combinations. Medical records were reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2876580 and 2881243 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of cup, metal wear, metallosis, and elevated metal ions.